Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: creases and brown particles. Leak test and microscopic analysis was performed which identified: partial delamination of valve. Based on the device analysis the final assessment is: partial delamination of valve due to adhesive failure.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right side deflation. Healthcare professional, additionally, reported, right side deflation. Device remains implanted.